Event description:
It was reported the patient had a loss of therapeutic effect. The patient had been having more problems lately with their implant and pain.

Manufacturer narrative:
Additional review of this file indicated that it was not supposed to be reportable for malfunction as there was no clear indication of malfunction.

Manufacturer narrative:
Concomitant products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).